Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced occlusion and air bubbles anomaly. The customer's blood glucose reading was 100 mg/dl. The customer mentioned the approximate size of the air bubbles to appear big. The customer was assisted to programming the pump to 5.0 units. The customer stated that air bubbles persisted after set change. The product was not returned for analysis.